Event description:
The customer reported that a cardizem drip was programmed as a basic infusion with a rate of 100ml/hour with vtbi 900ml in which it was supposed to programmed as 10ml/hour and vtbi 100ml. The user noted the drips running faster than intended and stopped the infusion and switched out the devices and IV sets. Biomed checked the event logs and confirmed the user programming error and they do not want an investigation performed since they found the cause of the over infusion.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.